Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during laparoscopic right hemicolectomy procedure, they put air into the balloon, but it would not inflate. The procedure was completed with another device. There was no patient injury or harm. Incision site was not extended. Nothing fell into the patient¿s cavity. The status of the patient is with no problem.

Manufacturer narrative:
(B)(4).